Manufacturer narrative:
(B)(4). Method: compared results from expected survey results. Conclusion: a device problem related to the user not following the manufacturer's instructions. The manufacturer followed up with the customers and further investigation suggested that the customer power the instrument off in the evening. When turning it back on the customer allowed between 30 to 60 minutes for the system to warm up. The customer was reminded to follow the operator's manual to warm up the instrument up to 60 minutes. On (B)(6) 2014, the customer repeated the test using pc 21 panel (lot 2015-04-15) and the system the interpretation results matched with the api expected results.

Event description:
It was reported that the customer ran an api survey isolate from an urine sample and recovered an identification of e. Faecalis using pos combo 21 panel (lot 2014-08-27) on (B)(6) 2014. Multiple antimicrobics gave false susceptible/lowered minimal inhibitory concentration (mic). The customer repeated the testing on (B)(6) 2014 for the same isolate using pc21 panel (lot 2015-04-15) and again recovered an identification of e. Faecalis with multiple antimicrobics gave false susceptible/lowered minimal inhibitory concentration (mic). There was no patient involved as this was a proficiency survey isolate.